Manufacturer narrative:
Evaluation summary: one device was returned for investigation. A review of the device history record has been performed and no failure that may relate to the reported conditions have been noted. The visual examination of the 2 provided pictures shows that: 199484-linarello lpg.jpg <(>&<)> 199485-linarello lpg.jpg: the mesh was contaminated by blood and placed on a commercial box identified lpg1510al. The quality of the picture did not allow confirming the mesh dimension, the flap positioning (ar or al), the textile pattern of the mesh, the sewing and the collagen film. A hole of around 14 stitches is visible along the sewing of the flap. The reported condition was confirmed. It should be noted that the mesh was placed with robotic assistance and used a trocar of 10 cm (maybe a typo error, cm instead of mm?). The size of the defect is 2 cm. Moreover complementary information regarding the hydration and mesh manipulation were not provided. The product instructions for use(IFU) which accompanies each device states in chapter - operating steps- that ¿ ¿2. Progrip¿ laparoscopic self-fixating mesh needs to be hydrated for a few seconds in a sterile saline solution before use¿ and ¿4. Grasp the mesh at either end and insert it through the trocar. It is recommended to use a trocar of at least 10mm internal diameter to introduce a mesh of size up to 15x10 cm and a trocar of at least 12mm internal diameter to introduce a mesh of size 16x12 cm or above¿. Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia, the device was possibly ripped when inserting through the trocar. Another device was opened and used to complete the case. There was no patient injury.